Event description:
Hill-rom received a report from the account stating the left head siderail would not lock. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the left siderail latching mechanism had dry blood in the latching mechanism. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2007. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned and lubricated to resolve the issue. Based on this info, no further action is required.